Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-07043. It was reported, the pt experienced a sudden loss of stimulation. Reprogramming was attempted to no avail. A full parameter diagnostic indicated invalid impedance values on several contacts. X-rays showed, the ipg has flipped and the lead has twisted. Surgical intervention is pending to correct the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.